Event description:
I developed an eye infection that did not respond to viral treatment. For 2.5 months my eye was extremely light sensitive and eventually became so scarred I am now legally blind in that eye. Not until the eye was treated for a fungal infection did the eye heal. I was using contact lenses and renu solution at the time. I still have the bottle of renu showing an expiration date of 8/99.